Event description:
It was reported via our distributor in (B)(6) that during a vns implant surgery that there was a problem trying to tighten the set screw after the lead pin was inserted into the battery. It seemed loose and no sound was heard that the set screw was tightened enough. When a system diagnostic test was performed it showed high lead impedance. When the surgeon tried to remove the lead connectors and reconnect he realized that the screw was broken.the product is being returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for analysis. The septum, setscrew and torque wrench were not returned with the generator so no analysis could be performed on those items. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacture date (mo/day/yr) ,corrected data. Manufacture date updated to correct product. Suspect medical device corrected data: updated to new generator serial number, lot number and labeling based on new serial number provided.